Manufacturer narrative:
The actual involved device and devices from the same lot have been tested electrically and thermally. All products tested within limits of the specification. No conclusions as for the cause of the burn can be drawn. Two remarks: the martin me400 generator has an electrode monitoring system which requires the use of a split electrode to work. The hospital has used an unsplit electrode for the procedure. As a consequence, the monitoring system was not active. Had it been active, the burn would have been avoided. The hospital has been advised about this and is now using the proper electrodes to make use of the monitoring system. The electrode had been positioned high on the left thigh to be used during surgery in the uterus. It is not possible to determine the exact distance from the surgical area. However, all information provided indicates it to be at least close to the minimum distance of 20 cm indicated in the instructions for use ("...but not closer than 20 cm... "). If it had been closer than 20 cm, it would have to be considered a user error.

Event description:
For an endometric ablation in the uterus, a martin me400 electrosurgical generator and an unsplit dispersive electrode were used. The energy setting was high (level 5). The electrode had been placed high on the left thigh. The patient was positioned in a lithotomy position. Thirty minutes into the surgery, a burn forming under the dispersive electrode was noticed. The procedure was interrupted. The burn has been described as reddening and blisters forming in an area 6-8 cm long and 0.5 cm wide. Some traces of skin stayed on the electrode when it was removed. The electrode involved shows a 1.5 cm long and 0.2 cm wide area of slightly charred electrode gel at the longitudinal edge of the electrode closest to the surgical area. The injury has been treated initially with a dressing and later by a surgeon and a dermatologist.